Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) regarding a home choice (hc) advancing to fill without the home patient (hp) being connected. The technical service representative assisted with ending therapy on the cycler so that he could start over with new supplies. No patient injury or medical intervention was reported. (B)(4) contacted the hp on (B)(6) 2010 regarding the hc going to fill 1 without the hp connected. The phone was given to the caregiver (cg) who stated she remembered the issue and she was not sure what happened. The cg was asked if the go button may have been pushed and she said that it may have been, she was not sure. They started over with new supplies and they were able to resume therapy. The cg stated there has not been any problems. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.